Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. In a fist analysis step, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was as expected. The ICD then underwent a status interrogation, and the device memory was analyzed. The analysis showed that the battery voltage temporarily dropped below the eri threshold. This led to the eri detection. In addition, there was a discrepancy between drawn charge and measured battery voltage. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The power consumption of the electronic module was measured and was as expected. The battery was returned to the manufacturer for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were checked. During the measurement of the battery voltage, the battery was still sufficiently charged. However, a performed microcalorimetric measurement showed an increased heat tone of the battery. The battery was then opened, and the internal structure was visually inspected. During the visual inspection, an internal short-circuit was detected. This internal short-circuit enabled an increased battery-internal self-discharge. Based on the battery state, a remaining capacity for at least the specified period from eri to eos was, however, ensured, in order to guarantee proper therapy functionality. In summary, the ICD had been implanted for 53 months. Per analysis, the clinical observation resulted from an increased battery-internal self-discharge. The electronic module proved to be free of defects during the analysis. Based on the analysis, all therapy function critical for patient safety were available without limitations during the implantation time.

Event description:
It was reported that the device showed eos status upon interrogation approx. 54 months after implantation. The ICD was explanted.